Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. The catheter was utilized during an emergency aaa procedure to help calibrate the length of the medtronic aaa limbs. During this process the mb 5f pig 110cm 6sh catheters markers shifted and moved. A total of three catheters were used and the same thing occurred. Finally the last one broke in half. Fortunately, it was successfully retrieved out of the patient with no consequence. A fourth mb catheter was opened and used successfully used with no issues. It was a different lot than the first three. I will be returning twenty (20) each of the affected lot for review. There was no patient injury. There were no anomalies noted when removed from the package. No anomalies were noted during prep. The intended procedure was aaa. The vessel had a little tortuosity and was not calcified. Vessel had a little angulation and had no percentage of stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). No resistance was met while advancing the device. Excessive torquing was not required. The device did not kink in the area of separation. Resistance was met while withdrawing the device. The segment was retrieved by snaring. The patient is alive and well. Additional procedural details were requested but are unknown. Additional information was received indicating that twenty five (25) catheters were received, two (2) of which were received in two (2) pieces. Two plastic bags were received for analysis. One bag with four non-sterile units cath mb 5f pig 110cm 6sh were received coiled. A second bag with 21 sterile units cath mb 5f pig 110cm 6sh in the original package. Unit #1 was documented under this complaint. A separated tip of the catheter was received in the same bag, it was analyzed in this complaint. The separated tip showed six marker bands out of the original position. Functional test for the non-sterile unit, inserting a 0.038¿ lab sample guidewire through the catheter via the tip, could not be performed due the separated condition (in two parts) of the catheter received for analysis. According the specification, the od and ID were found out of specification; this suggested an elongation condition of the catheter. The non-sterile unit was visually analyzed by the pet team sent to sem analysis. The results of sem analysis showed that the catheter¿s separated areas presented material deformation and evidence of elongations. All sterile units from the second bag were analyzed, and no marker bands were observed out of position and no separated tip were found. All the units were identified from the same lot 17658579. Functional test for the sterile units, lab sample guidewire lab inserted through the catheter via the tip, were performed without difficulty and all the units passed the test. A device history record (DHR) review of lot 17658579 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿diagnostic catheters marker band (supertorque) offset/out of position¿ and ¿catheter (body/shaft) separated in patient¿ was confirmed through analysis of the returned device referenced as unit #1. However, the exact cause of this condition could not be conclusively determined during the analysis. The complaints were not confirmed for any of the sterile units provided. The reported ¿diagnostic catheters marker band (supertorque) offset/out of position¿ was confirmed through analysis of the returned device referenced as unit #4; however, it was not confirmed through analysis of the returned device referenced as unit #3. However, the exact cause of this condition could not be conclusively determined during the analysis. The reported ¿catheter (body/shaft)-separated¿ was confirmed through analysis of the returned device referenced as unit #2. However, the exact cause of this condition could not be conclusively determined during the analysis. Based on the limited information available for review, procedural/handling factors likely contributed to the separations and marker band movement as evidenced by the elongations noted on the catheter and the plastic deformation noted on the separated catheters during sem analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the dhrs nor the product analyses suggest that the reported failures could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17658579 presented no issues during the manufacturing process that can be related to the reported complaint.. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted upon receipt.

Event description:
The catheter was utilized during an emergency aaa procedure to help calibrate the length of the medtronic aaa limbs. During this process, the mb 5f pig 110cm 6sh catheters markers shifted and moved. A total of three catheters were used and the same thing occurred. Finally the last one broke in half. Fortunately, it was successfully retrieved out of the patient with no consequence. A fourth mb catheter was opened and used successfully used with no issues. It was a different lot than the first three. I will be returning 20 each of the effected lot for review. There was no patient injury. There were no anomalies noted when removed from the package. No anomalies were noted during prep. The intended procedure was aaa. The vessel had a little tortuosity and was not calcified . Vessel had a little angulation and had no percentage of stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). No resistance was met while advancing the device. Excessive torquing was not required. The device did not kink in the area of separation. Resistance was met while withdrawing the device. The segment was retrieved by snaring. The patient is alive and well. Additional procedural details were requested but are unknown.